Manufacturer narrative:
A batch record review of lot c127 was performed and there were no non-conformances associated with this lot. This lot met release requirements. Trends have been reviewed on a lot by lot basis for this complaint category and no trend has been detected for this lot; however, CAPA (B)(4) has already been initiated to investigate tubing leaks and the CAPA was closed effectively. The assessment is based on information available at the time of the investigation. Photos of the product were received and analyzed. The review of the product were received and analyzed. The review of the photos shows evidence of scuffing on the red cell pump tubing that appeared to have been caused during installation into its pump head. Therefore, based on the analysis for this complaint, no remedial action was taken. Complaints of this nature are monitored through tracking and trending. Should a trend arise, further action will be taken. Review of the service order report ((B)(4)) shows that customer concerns has been resolved.

Event description:
Customer reported a leaking at the red cell pump and alarm #53: return line air detected (a lot of air in the blood filter). Treatment was aborted and no blood returned to the patient. No air has gone into the patient. Patient is in stable condition and will receive another treatment later on the same day. Customer submitted photos for analysis. Service will be dispatched.